Manufacturer narrative:
The returned iol is currently under analysis at the manufacturing site. Device met all manufacturing specifications prior to release. Defect reported by the surgeon has not yet been identified. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
The returned lens was visually inspected under illuminated 10x magnification. No defect related to the manufacturing process was found. The lens was measured for diopter and is correct as labeled. A small nick was observed on the edge of the optic outside the optic zone. This type of damage may occur during the loading and delivery of the lens into the patient's eye. It is improbable the lens was in this condition when shipped as process controls are robust enough to detect this condition. A review of the slit photos taken by the surgeon prior to explanting the lens confirms the presence of the edge nick on the lens. The cause of this event could not be definitively determined but our investigation suggests it is not related to the manufacturing process. All information available is included in this report.

Event description:
The hospital reported that a patient's intraocular lens (iol) was removed 7 weeks after the initial implant due to the patient's claim of blurred vision. The surgeon reported that after examining and scanning the patient's eye he noted a defect on the lens.